Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-01023. It was reported that patient underwent a trial procedure, however post procedure patient felt symptoms of twitching and inability to walk. To resolve the issue, therapy was turned off and both leads were pulled out on (B)(6) 2020. Issue has not been resolved. Patient underwent an MRI. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.